Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The image intensifier and its power supply was adjusted to optimize the image clarity and resolution. The dose was measured and found to be within specification. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600emi produced grainy washed out images making anatomical structure recognition difficult. There was no adverse pt involvement reported. There was no pt information reported.